Event description:
Pt was in IV infusion unit receiving 1 gram of IV ivanz. Pt informed nurse that the pt's treatment was finished. Upon entering, nurse found approx 6 inches of air in tubing and pump was discontinued. The pump was initially programmed to infuse 60 cc and the antibiotic bag stated the total volume was 50 cc. The air sensor did not work. There was no harm to the patient. Hospira is aware of event. Pump to be shipped back to the company for analysis.